Event description:
It was reported that after a new device was implanted, the atrial lead was not capturing at full output, was inconsistently capturing and had high thresholds. The lead could not be extracted and so it was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.